Manufacturer narrative:
Concomitant: product ID 3058, serial# (B)(4), implanted: 2011-(B)(6), product type implantable neurostimulator. (B)(6). Analysis of the lead (l/n v828949) found the proximal end of the connector wasn¿t completely seated in the implantable neurostimulator (ins) connector port. Analysis also found the proximal end of the connector was crushed.

Event description:
It was reported the patient died on (B)(6) due to vascular disease of the intestine. Relevant medical history includes urinary dysfunction/sacral nerve and gastrointestinal/pelvic floor.